Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastrointestinal hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip could not deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. Additional information received on august 21, 2023: it was clarified that the procedure performed was hemostasis of esophagogastric fundic varices.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 21, 2023. Block h6: imdrf device code a15 captures the reportable event of clip could not deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastrointestinal hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip could not deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.